Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 10 pm with a high blood glucose level of over 600 mg/dl. The customer stated that they were sitting down and suddenly felt ill. The customer felt symptoms of vomiting. The customer tried to deliver a bolus but their insulin pump did not deliver insulin. The customer did not know how to correctly deliver a bolus form the device. The customer was educated on the proper procedure to deliver a bolus. The customer did not mention any symptoms of their blood glucose levels. The customer does not feel that their insulin pump was malfunctioning. The customer did not return the product back for analysis.